Event description:
Information received by medtronic indicated that the insulin pump had blank display insulin pump did not turn on and received other critical pump error alarm and broken force sensor was detected and crack on battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.